Manufacturer narrative:
The reported event was addressed with phone support. The customer power cycled the system and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image was inverted. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The csr reported that the issue occurred on the 30-degree endoscope and the same issue also occurred with a 0-degree endoscope as well as when putting the initial 30-degree endoscope back in. The tse confirmed no related error in the logs. The tse advised the site to remove the endoscope from the universal surgical manipulator (usm), rotate to the desired position, cancel guided tool change (gtc) and then reinstall the endoscope if the issue would reoccur. The procedure was completing as planned with no reported injury.